Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the dorsal plate was removed in a revision surgery on (B)(6) 2023 due to pain. According to the surgeon, the dorsal plate was placed too laterally and there was some distal overhang, which was causing the patient's pain. It was confirmed that the patient's bones were fully fused / healed. There were no deficiencies or malfunctions alleged / found with any tmc device and no other patient outcomes were reported as a result of this event. The device was returned for evaluation. The device was visually inspected and exhibited wear expected from normal use and damage likely incurred during insertion and / or removal of the plate and screws used with the plate. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the surgeon's assessment, the most likely cause of what was reported is plate placement. There were no issues with healing of the surgical site, nor were there any deficiencies or malfunctions alleged / found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the dorsal plate was removed from in a revision surgery on (B)(6) 2023 due to pain. There were no deficiencies or malfunctions alleged / found with any tmc device and no other patient outcomes were reported as a result of this event.